Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot plbb870 is invalid. Please provide the correct lot number if available.

Event description:
It was reported that a patient underwent an anastomosis of artery (heart surgery bypass) on (B)(6) 2020 and a suture was used. During the procedure, the suture broke after about 20 tissue passages. Surgery completed with same like product. No delay, no harm to patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/03/2020. A manufacturing record evaluation was performed for the finished device lot number pmr709, and no non-conformances were identified additional h3 investigation summary: one open box with unopened samples of product code ep8732, lot pmr709 was received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.